Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery. A 2.25 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was withdrawn and it was then noted that the stent got lifted up. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.